Manufacturer narrative:
The washing probe assembly was returned to the tosoh instrument service center for investigation. A visual inspection identified the damaged part. The tip was unable to remain attached to the wash probe, due to damage and deformation at the end of the plastic tube to which the tip connects. The most probable cause of the reported event was due to failure of the washing probe tip.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by visually checking the wash probe. The inner plastic tube on the wash probe, where the tip attaches, would not engage the tip properly because it was damaged and misshapen, causing the tip to not stay on the wash probe. The fse replaced the wash probe assembly and verified the fix by priming the wash probes several times without issues. The aia-900 analyzer is functioning as expected. No further action is required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The most probable cause of the reported event was due to a damaged wash probe.

Event description:
A customer reported "the plastic on the probe is worn out and not allowing the tip to stay in place¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.